Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Age- ni. Weight - ni. Date of event - ni. Device product code - ni. Expiration date - ni. Date implanted - ni. Date explanted - ni. Initial reporter - ni. Manufacture date ¿ ni. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that the patient underwent hip arthroplasty and is now being considered for revision for unknown reason.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(6).

Event description:
Patient underwent a right hip revision procedure due to stem loosening. During the revision, the acetabular cup was noted to be in a vertical position. All components were removed and replaced.